Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign materials nor the root causes of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the endoscope. It is not known if there was a delay in the start of the pre-cleaning, and the endoscope was not immersed in the detergent solution. The event can be detected/prevented by following "chapter 6 compatible reprocessing methods and chemical agents" and "chapter 7 cleaning, disinfection, and sterilization procedures" in the operation manual. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope had an air leak. The device was subsequently returned to olympus and evaluated. During the evaluation, foreign material was found on the cylinder and balloon channel. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, regarding the foreign objects,it was reported that there was a possibility that adequate brushing was not performed during repressing. The following non-reportable malfunctions were found during device evaluation: due to wear of angle wire, bending angle in up direction and the play of up/down knob do not meet specifications, adhesive on bending section has a chip and crack, connecting tube has a dent, objective lens has a scratch, due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements, acoustic lens is damaged, and there is a chip in adhesive area between acoustic lens and ultrasound probe. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3002808148.